Event description:
In 2009, a doctor alleged that a herbst appliance dug into a patient's cheek and caused an infection.

Manufacturer narrative:
The doctor's office was called, and it was confirmed that a screw on the herbst appliance dug into the patient's cheek, causing swelling and infection of the patient's cheek. The patient was given a hydrogen peroxide antiseptic rinse and antibiotics were prescribed to treat the infection. The herbst appliance was sent back, and will be repaired. The patient will be fitted with the repaired appliance. The patient is doing fine. This incident is reportable because medical intervention was necessary to preclude a serious injury.